Manufacturer narrative:
Updated a4. Updated b5. Updated h6. Image review: one static image provided for review. The patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had calcified anatomy. Fluoroscopic valve load inspection was not provided; thus, it is not possible to validate good load. During valve deployment, an infold was evident. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. As the fluoroscopic valve load inspection was not provided, it is not possible to rule out that possible misload might have contributed to the infold. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a misload did not occur prior to the attempted implant as there was frame compression that did not pass the second node.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve in a patient with calcified anatomy, upon initial deployment of the valve at a depth of 3 mm, an infold was noted in the valve frame. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was loaded into a new delivery catheter system and implanted in the patient. The event resulted in a 4 minute procedure delay and no adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012112293); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, a conclusive root cause could not be determined, however, the patient¿s calcified anatomy may have been a contributing factor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.